Manufacturer narrative:
(B)(4) proposed component code: mechanical (g04) - drill. G2: foreign - event occurred in spain. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that flex drill bit was broken. There was no patient involvement. Attempts have been made and no further information has been provided.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: e1; e2; e3; d4; g3; h2.